Event description:
Patient in or for a bronchoscopy with photodynamic therapy. Tip of fiber intact before use and was brand new. Surgeon smelled smoke and removed fiber. Laser fiber tip found to have a break in the housing of the catheter where it joined the delivery unit. Patient found to have a small superficial burn in mucosa of the right mainstem bronchus.